Event description:
It was reported that a clot was seen in the reservoir containing the collected blood. The collected blood was not re-infused. Approximately 700 mls of blood was discarded. The surgeon connected a back up device and the re-infusion was completed as planned.

Manufacturer narrative:
The device was discarded at the account. The batch records were reviewed for this lot number, and no non-conformances were seen that could lead to the reported event. The levels of the bacterial endotoxin test were below the limits and the sterilization certification demonstrates that the products from this lot number were processed according to the approved process. There were no design or process changes within two week window (+/-) of the product manufacturer date that could contribute to the reported event. No material change was performed on the components in contact with blood fluid path.